Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: in the event it stated that the coating on the blade peeled away. Is the blade coating the same as the white tissue pad? Did the white tissue pad fall off the device? Or did the white tissue pad melt and peel up, but did not fall off the device? Did the tissue pad fall into the patient? If yes: how was the tissue pad retrieved from the patient?

Event description:
It was reported that during a laparoscopic gastrectomy, the coating of the blade peeled away in the second half of the operation. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: in the event it stated that the coating on the blade peeled away. Is the blade coating the same as the white tissue pad? No, it is about the black coating on the blade. Did the white tissue pad fall off the device? No. Or did the white tissue pad melt and peel up, but did not fall off the device? N/a. Did the tissue pad fall into the patient? N/a. If yes: how was the tissue pad retrieved from the patient? N/a.